Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and attempted to reboot and manual opening. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) arrived on site after the customer reported drawer 4.1 pocket e1 failure and found the pocket was overfilled with medication, causing a jam. The pocket was recovered, excess medication was removed, and the lid was adjusted to restore proper operation. The customer tested the pocket multiple times with no further failures, and it was confirmed that the issue was caused by overfilling, with only two bottles needing removal to resolve the issue. The system functioned as intended after the field service engineer repaired the device.